Manufacturer narrative:
The impella device has not been returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The user facility reported an impella 5.5 was placed as bridge therapy on a 69 year old male patient for mechanical circulatory support. It was reported that the pump was unable to pass through the axillary artery due to the patient¿s anatomy. The impella cp was placed instead. No patient harm was reported.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related as per the clinical description provided.